Manufacturer narrative:
Reference record: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. Code of 4581 was chosen to capture the event of the bezoar. The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar and ulcer are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, a gastroscopy was performed that revealed a small bezoar and a small ulcer at the level of the pylorus that the digestive doctor reported may have been caused by decubitus of the pei probe. The patient was prescribed omeprazole and the patient received a new peg 15fr and pei probe in the second portion of the duodenum.